Event description:
It was reported that during a routine change out for eri, fluoroscopy of the lead revealed that the conductors appeared shifted within the lead body. No electrical anomalies were observed. Dft testing was successful. Lead remains implanted and will be monitored. Patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.